Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on blood vessels during an endoscopic lobectomy with thoracic surgery, they could fire half of the shots.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on blood vessels during an endoscopic lobectomy with thoracic surgery, they could fire half of the shots. There was no patient injury.